Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two infusion set tubing was leaking at t: lock on (B)(6) 2025 and (B)(6) 2025. The infusion set was in use for 21 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-00752. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6006380 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 03 and wi guidance for functional testing for complaints area version 02 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigation photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Reference samples test results: on the visual inspection according to wi version 3, was performed and 10/10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10/10 samples passed the test. Functional test air leak according to wi version 2 on reference samples, 10/10 samples passed the test. Review: a batch record review was conducted resulting in the following: packing of quick set the lot 6007539 was manufactured according to the wi version 97, in the machine multivac 14, on 07/jul/2024, with a total of (B)(4) units. Glue tubing lot: the lot 4f05746 was manufactured according to the wi version 64, in the machine sc05 and sc06, on 02/jul/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 29-may-2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6008073 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak in tubing connectors, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.